Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the double side of the rocker arms fell out two times before the surgical resident finally pinned the head of the pt to the skull clamp. Mayfield disposable adult skull pins (B)(4) were used. The pt was then flipped onto their stomach and attached to the operating room (or) bed. At that time, the resident noticed that the skull clamp had slipped. There were lacerations on the pt's left temporal skin. The skull clamp was removed. Sutures were used to stop the bleeding on the skin. A different skull clamp was used and the pt was re-pinned and the procedure continued. Additional clinical info has been requested.